Event description:
Allegedly, during a selective fetoscopy laser photo coagulation procedure, doctor removed obturator and found that the tip was missing; through visualization, he confirmed tip was still in pt. He completed procedure. Doctor decided it would be safer to leave broken piece in pt and remove it during delivery.

Manufacturer narrative:
The shaft is slightly bent in two places and the distal tip (8.5mm in length) has come off. The tip is laser welded to the shaft. Manufacturer said that it is possible that weld was mechanically damaged during cleaning process causing tip to become loose. Device was returned to hospital at their request.